Manufacturer narrative:
Corrected data b5: applicator correction for narrative.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks with the coolcore applicator, bilateral bra roll with the coolcurve applicator, the lower abdomen using the coolmax and the bilateral outer thighs with coolsmooth pro applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 weeks after treatment and was diagnosed with ph on (B)(6) 2018 to the bra roll and abdomen. Ph was described as a hard, bulgy lump with visibly enlarged tissue over the treated area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks with the coolcore applicator, bilateral bra roll with the coolcurve applicator, the lower abdomen using the coolmax and the bilateral outer thighs with coolsmooth applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 weeks after treatment and was diagnosed with ph on (B)(6) 2018 to the bra roll and abdomen. Ph was described as a hard, bulgy lump with visibly enlarged tissue over the treated area.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral flanks with the coolcore applicator, bilateral bra roll with the coolcurve applicator, the lower abdomen using the coolmax and the bilateral outer thighs with coolsmooth applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 weeks after treatment and was diagnosed with ph on (B)(6) 2018 to the bra roll and abdomen. Ph was described as a hard, bulgy lump with visibly enlarged tissue over the treated area.